Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post routine generator change there was an alert for undefined/high right ventricular (rv) lead pacing impedance. It was also reported that during and post generator change, the lead measurements were all within normal limits. It was further reported the ring electrode was determined to be fractured. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.